Manufacturer narrative:
Concomitant product: 5071-53 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the patient presented to the emergency room due to a syncopal episode. A transmission noted the right atrial (ra) lead triggered a warning for measured low impedance. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.